Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ('injury nos') in a (B)(6) female patient who had essure (batch no. He01138) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criterion medically significant). Essure treatment was not changed. The reporter considered injury to be related to essure. The reporter commented: salpingectomy scheduled for (B)(6) 2022. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("salpingectomy scheduled for 04 april") in a 41 year-old female patient who had essure inserted (lot no. He01138). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she will undergo medical device removal (seriousness criteria medically important and intervention required). The patient will be treated with surgery (salpingectomy scheduled for 04 april). The reporter considered medical device removal to be related to essure administration. The reporter commented: salpingectomy scheduled for (B)(6) 2022. The following amendment was made: upon internal review, the event "injury nos" was upgraded to "medical device removal" and the case became valid. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently medically confirmed), and describes the occurrence of pelvic pain ("pain"). In a 41 year-old female patient who had essure inserted (lot no. He01138), for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, appetite lost, abdominal pain, dermal cyst, infected sebaceous cyst, depression, asthma, chlamydial infection, dyspepsia, child abuse, miscarriage and multi gravida. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia pain"). The patient was treated with buscopan (hyoscine butylbromide) as well as surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered, dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: salpingectomy scheduled for (B)(6) 2022 date of birth: (B)(6) 1981 (discrepancy noted). Batch no#: he01138, production date: 2015-08-10, expiration date: 2018-08-28. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-aug-2022, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("salpingectomy scheduled for 04 april") in a 41 year-old female patient who had essure inserted (lot no. He01138). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy scheduled for 04 april). The reporter considered medical device removal to be related to essure administration. The reporter commented: salpingectomy scheduled for (B)(6) 2022. Batch no: he01138, production date: 2015-08-10, and expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-jun-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 41 year-old female patient who had essure inserted (lot no. He01138). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: salpingectomy scheduled for (B)(6) 2022. Batch no he01138 production date (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: summons received. Product removal date, action taken with drug added. Event: medical device removal updated to events: pain, abnormal bleeding, dyspareunia. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.